Event description:
The customer reported that the device rocks back and forth on base. The customer reported that the unit was not in use on a patient. Issue found in the (rt) storage area while the unit was being moved. Spoke with the philips multi-vendor biomed and he reported that the unit was loose on the stand. The biomed stated that the respiratory therapist (rt) noticed that the unit was loose on the stand while the unit was being pushed in the (rt) storage area. The biomed reported that the bolts were tightened on the base to secure the unit on the stand, no parts were replaced. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed. The cause of the reported issue is loose screws.